Event description:
It was reported that the batteries in the programmer were dead. The patient walked through the metal detector with their programmer and was wondering about their internal stimulator and their programmer.

Event description:
It was reported that there was no stimulation sensation and the patient was experiencing a loss of therapeutic effect. The week prior, the patient walked through a metal detector, and then the programmer stopped working. The patient was getting the syncronize screen and poor communication screen. Regarding the patient programmer, the patient was not able to make adjustment both with or without antenna attached. The patient stopped feeling stimulation right after walking through the metal detector and still was not feeling stim. It was possible that the ins was depleted. The patient hadn't seen the doctor since implant because it was so far away. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_lead lot# unknown, implanted: 2007 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).